Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that there was moisture under display screen due to humidity. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, a cracked display window, cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.